Manufacturer narrative:
No unexpected button error alarms were noted. Unable to perform displacement, operating currents, off no power, prime or excessive no delivery tests due to unresponsive keypad. The pump had no button response on the act button due to corroded keypad traces. The pump also had a cracked lcd window, cracked reservoir tube lip, scratches on reservoir tube window, cracked reservoir tube, cracked battery tube threads and stained end cap sticker.

Event description:
It was reported that the customer received button error and no delivery alarms. The customer's insulin pump also had keypad issues. Her blood glucose level was 180 mg/dl. She was advised to disconnect from the insulin pump and revert to back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.